Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturing date added as april 3, 2010.

Event description:
It was reported that the patient presented in clinic for follow up. The device was interrogated and it was noted that the programmer displayed a higher longevity estimate than the in-house clinic calculation. The device was nearing the end of the midlife period and that small fluctuations in the battery voltage near the end of the midlife period may result in the programmer¿s longevity estimate being longer than expected. There was no intervention performed. There were no patient consequences.